Event description:
Side: left. Diagnosis: femoral shaft fracture with possible metallosis? Revision of the cemented 120mm femoral shaft, the size m femoral component, the size 3 femoral segment and the tibial plateau. The tibia was firmly anchored. The femoral shaft is broken or fragmented at the distal end or at the attachment to the femoral cone in several places. Removal of the shaft was difficult because no loosening was detectable. The hole for screw fixation was widened with a drill to allow a removal hook to be attached and the stem to be removed with a hammer. After removal of the stem, irrigation and insertion of low-viscosity cement, the following was implanted: femoral component 15-2817/12 replacement plateau 150027/15 modular stem 15-2950/06 femoral segment 15-2978/02 a very satisfactory result was achieved.[customer].

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Side: left. Diagnosis: femoral shaft fracture with possible metallosis? Revision of the cemented 120mm femoral shaft, the size m femoral component, the size 3 femoral segment and the tibial plateau. The tibia was firmly anchored. The femoral shaft is broken or fragmented at the distal end or at the attachment to the femoral cone in several places. Removal of the shaft was difficult because no loosening was detectable. The hole for screw fixation was widened with a drill to allow a removal hook to be attached and the stem to be removed with a hammer. After removal of the stem, irrigation and insertion of low-viscosity cement, the following was implanted: femoral component 15-2817/12. Replacement plateau 150027/15. Modular stem 15-2950/06. Femoral segment 15-2978/02. A very satisfactory result was achieved. [(B)(6)].